Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device would either not fire or the clips would not close completely on tissue. The surgeon pulled off the clips that were not closed completely. The case was completed using another device of the same product code. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch # = m9390k. The analysis results found that the el5ml device was returned partially cycled, with a clip in jaws and in good visual condition. In an attempt to replicate the reported incident, the instrument was tested for functionality by completing the cycle. During the analysis, the device was cycled and it fed and formed 13 conforming clips. In order to confirm the clips were within manufacturing specifications, the clips were evaluated using a tool that is designed to determine proper formation. Upon testing, the jaws open and close without any difficulties. In addition the device locked out as intended but the orange indicator was found undertraveled. Please note that this condition is unrelated with the report incident. The reported event could not be confirmed as no malformed clips were noted during functional testing. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.